Event description:
The customer contacted physio-control to report that their device powered itself off during a patient event. There was no adverse effect to the patient due to the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient; however, no response has been received.

Manufacturer narrative:
Section d4 model # of the initial medwatch report indicates: blank section d4 model #of the initial medwatch report should indicate: 15 section h4 manufacturing date of the initial medwatch report indicates: blank section h4 manufacturing date of the initial medwatch report should indicate: (B)(6)2014

Event description:
The customer contacted physio-control to report that their device powered itself off during a patient event. There was no adverse effect to the patient due to the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient; however, no response has been received.

Manufacturer narrative:
Physio-control downloaded the electronic patient record from the event for review where it was discovered that the date of the patient event was actually 11/05/2018 and not 11/01/2018, as originally reported in the initial medwatch report. As a result, b3, date of event, has been updated. H6: physio-control replaced the device's power pcb, battery wire harness assembly and battery pins. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed power pcb assembly and battery wire harness assembly. Physio-control determined that the primary cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off during a patient event. There was no adverse effect to the patient due to the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about the patient; however, no response has been received.